Event description:
Patient's sure step meter was reading inaccurately high. They stated that they were hospitalized and in a coma for 13 days. They stated their meter was measuring in the 120-140 mg/dl range however their neighbor let them test on an elite meter which did not give them a result, it just flashed. They stated the flashing meant that the result was too high to register. They had extreme thirst and had frequent urination during the night, they eventually were rushed to hospital. They then slipped into a comatomse state for 13 days. The hospital staff said their sugar levels were in the 1000 mg/dl range and that they almost died. While troubleshooting on the phone with the customer care representative, the patient checked meter and strips with a control soltuion test, the result was 121 (control range was 91-137), and cleaned meter before hand. The meter and test strips were replaced for the patient. Letter has been sent to the patient to attempt to obtain more information.